Manufacturer narrative:
.

Event description:
The hcp reported the pt was not reaching efficacy. The hcp noted pump reservoir volume discrepancies at the pt's past two refill appointments. The estimated reservoir volume (erv) was 2 ml, but the actual reservoir volume (arv) was 18 ml. The hcp surgically opened the catheter site and found a suture was occluding the catheter at the pump connection site. The hcp removed the suture. The pt's pump and catheter remain implanted. The pt recovered without sequela.